Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer loaded the cartridge with 300 units of insulin and received a fill estimate of over 180 mg/dl. Customer declined to perform troubleshooting. Customer's blood glucose level was not impacted.